Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high out of range impedance measurements greater than 2,500 ohms. There was also no capture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.